Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
It was reported that the surgeon had a patient who was implanted with an irix-a implant and experiencing a screw backout. No dates were provided. The surgeon was able to remove the screw that was backing out, the caudal screw on the right side of the implant. The surgeon left the other 2 screws in the patient.